Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medstations could not connect to the network. A technical support specialist informed the customer to contact their it and configure the network to resolve the issue. The customer acknowledged this and agreed to contact the it department. The case was marked as complete.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where several stations could not be connected to the network. The customer indicated all of the stations were reportedly down resulting in nurses being unable to get medications there were no adverse events or injuries reported based on this event.